Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-18689. It was reported that the patient's paddle leads had fluctuating high impedances on several contacts. Reprogramming was attempted and minimal coverage was achieved however, the patient still had ineffective stimulation. As a result, surgical intervention may take place at a later date to address the issue.